Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke/neurological dysfunction and infection are known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Coagulopathies leading to intracranial hemorrhage may be caused by changes in viscosity of blood due to sepsis/infection, overuse of anticoagulant therapy, and uncontrolled blood pressure. Patient's with certain risk-factors such as, smoking, cardiovascular disease and hypertension may also have an increased likelihood of stroke occurrence. In addition, those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to infection/ sepsis. Clinical factors that may have contributed to the reported event include changes in anticoagulant therapy related comorbidities, and the patient's past medical history. Though the patient was diagnosed with sepsis, the bacteria staphylococcus salavaris is most commonly found in the oral cavity, oropharynx and upper respiratory tract; therefore; the vad can be excluded as the source of the infection. Though the root cause of the reported event(stroke) cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the clinical specialist that this patient was admitted to an outside hospital for treatment of intracerebral hemorrhage.&#2056;e was administered vitamin k and was subsequently transferred to the implanting facility. CT head results were reported to be "unstable" and blood culture results were positive for streptococcus salivaris. Upon admission, the patient was started on low dose heparin, but developed atrial fibrillation with rapid ventricular response (rvr). On (B)(6) 2016 the patient was taken for emergent craniotomy due to evolving bleed. Heparin was discontinued and protamine and norepinephrine infusions were initiated. The last report received indicated that the patient's vad parameters were stable, with mean arterial pressures greater than 70; but, he remained hospitalized.